Event description:
Reporter reports a meter to lab comparison while using the inform system with results of 530 mg/dl on the meter and 87 mg/dl at the lab. Reporter reports facility has no issues with quality controls; no results were provided. No treatment was received based on meter results. A request was made for return of the suspect product and a replacement was sent.